Event description:
It was reported that the two anchors deployed at the same time. Procedure was completed with a smith & nephew backup device. No patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.